Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the image acquisition system (ias) is not booting. The umbilical cord and the wall power was disconnected and the ias was rebooted independently. Ias and mobile viewing station (mvs) was then reconnected. The system is functioning as intended. No patient present.